Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. There is an axial rupture of the tubing, beginning approximately 4cm below the base of the enfit connector, and extending a distance of approximately 7mm. There is some stretching of the tubing. There is no visible dried matter immediately distal to the rupture. Attempt was made to flush water through the tubing from the ruptured area. A syringe fitted with a dispenser tip was inserted into the rupture. When the plunger was pressed, complete resistance was encountered. The tubing was pinched with fingers to try to feel the location of occlusion. Firmness was felt distal to the location of the securement device. The tubing was cut between the 78cm and 70cm depth markers. There is complete occlusion form a dried substance. The root cause was determined to be use error. All information reasonably known as of 29 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that a ng tube ruptured. Medication had been administered, and then there was an attempt to unclog. It burst outside of the patient.